Event description:
It was reported that a patient with a pain stimulation implantable pulse generator (ipg) experienced a device-related issue in which group b stopped working and the settings were not available. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the patient met with their representative (rep) at their doctors office. The patient noted the rep thought that a lead may have dislodged. The representative reprogrammed around it and the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2023. Product type: lead. Product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: va2q73l003, ubd: 29-nov-2026, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(6), ubd: 29-nov-2026, UDI#: (B)(4), medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.